Event description:
A sales representative contacted baxter (B)(6) regarding a cassette, where the protector from the patient line was loose in the over-pouch. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a misassembled cassette was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed and it was noted that the patient line cap was missing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.